Event description:
The iab was inserted into the pt in 8/2000 at 11:am and removed on event date at 4:00pm. No second iab was inserted. The iab did not malfunction. The pt had an infection. Also, the pt had minor ischemia and removal of the iab was required. The iab was not returned to datascope. Pt's current status: discharged - reported 2001.